Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (50-70 mg/dl) during the morning time. Reportedly, low bg levels were due to the customer's health care professional switching the customer's insulin to a "higher concentration". Customer addressed low bg levels with soda.